Event description:
Healthcare provider reports: protime system inr results lower than reference lab. Protime inr 2.7 vs reference lab inr 5.4. No report of an adverse event.

Manufacturer narrative:
(B)(4). Product device history record evaluated and complaint not verified. Results: customer complaint could not be confirmed. Conclusion: no conclusion can be drawn.